Event description:
The customer reported that the insulin pump alarmed during the prime process. Troubleshooting was performed and the customer was able to rewind the device. Assisted the customer connecting the new infusion set to reservoir and to prime again, but the alarm reoccurred. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.